Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic\ chronic/ pain'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 774387,a1507066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wrist surgery on (B)(6) 2010 malaise, gravida ii, parity 2, hemorrhoidectomy, vaginal delivery, hand operation, tendonitis, breast operation, joint surgery and high cholesterol. (B)(6) 2014-surgical pathology report 1. Mild normocytic anemia. 2. Very mild leukopenia; no significant left shift, circulating lymphoma, or acute leukemia identified. 3. Platelets are adequate in number. (B)(6) 2017-pathology report diagnosis: uterus: (hysterectomy) - benign uterine cervix with squamous metaplasia, as well as cystic endo cervicitis. - proliferative phase endometrium. - sub serosal, intramural, and sub mucosal leiomyomas (0.3 x 0.3 to 7 x 5 cm). - adenomyosis. -benign right and left ovaries with multiple follicular cysts as well as simple cysts. - benign and unremarkable right and left fallopian tubes. - serosal adhesions. Concurrent conditions included emotional distress, stress, nausea, right lower quadrant pain, diarrhea, diaphoresis, chills, ovarian cyst, uterine leiomyoma, hand pain, blurry vision, upper abdominal pain, vitamin d deficiency, chest pain, back pain, weakness, iron deficiency, hypertensive, arthritis, leukopenia, lumbosacral spinal stenosis, scoliosis, muscle spasm, influenza, fever, general body pain, hot flashes, musculoskeletal pain, pain in extremity, vomiting, photosensitivity, sinus disorder, pain in hip, hypokalemia, acute cystitis, tingling, dysfunctional uterine bleeding, slurred speech, dizziness, shortness of breath, uterine fibroids, menses irregular, drug allergy, obesity, insomnia, obstructive sleep apnea syndrome, rectal hemorrhage, syncope, edema, snoring, uti, endometriosis, follicular cyst of ovary, peritoneal adhesions, gastroesophageal reflux disease, gastroesophageal reflux disease, adenomyosis, abdominal distension, glaucoma, hematochezia, osteoarthritis and superficial gastritis. Concomitant products included ascorbic acid;calcium mefolinate;ferrous fumarate;ferrous glycine sulfate;mecobalamin (maxaron forte), cefadroxil (duricef), cefixime (flexeril), dextropropoxyphene napsilate;paracetamol (darvocet a500), doxycycline hyclate, fluoxetine hydrochloride (prozac), gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), methocarbamol (robaxin), nitrofurantoin (macrodantin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol 8 hour) and potassium chloride. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding).") And vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), uterine haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), bladder disorder ("bladder/urinary problems: other"), depression ("psych injury/depression") and anxiety ("mental anguish"). The patient was treated with alprazolam (xanax), aripiprazole (abilify), ferrous gluconate, fluoxetine, gabapentin, hydrochlorothiazide, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, uterine haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder and bladder disorder had resolved and the anaemia, migraine, headache, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013, (B)(6) -2010 (discrepancy noted) per ppf received treatment for pain-pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding), migraine, headaches insertion details-a tip of coil was seen just outside the right tubal ostium. The essure catheter was removed from the hysteroscope. The same procedure was performed on the left fallopian tube and the one trailing coil was seen just outside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: . Mobile low-lying cecum. Appendix not seen . 2 . Mild d diverticulosis left co l on . 3 . Somewhat elongated fluid col lection right side cu l - de-sac 6 . 2 cm length by 2 . 6 cm in diameter . Possibility hydro salpinx or ovarian cyst is suggested . There was minimal fluid left side -de-sac . 4. Uterine leiomyomas . Tubal occlusion wires noted .; on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: 1. There is no urethral obstruction. 2. There is no bowel obstruction or acute inflammatory changes seen within the abdomen and pelvis. 3. Stable appearance of a probable exophytic fibroid seen within the right adnexa adjacent to the uterus measuring up to 5.8 cm ap. Computerised tomogram spine - on (B)(6) 2014: 1. No acute fracture or subluxation of the cervical spine. 2. Remonstrated fracture of the c4 anterior fixation screw with minimal angulation which has minimally changed from previous examination. 3. Degenerative change throughout the cervical spine most pronounced in the region of cervical fusion. Computerised tomogram spine - on (B)(6) 2014: impression: 1. Neural foramen stenosis; mild at l2-l3, mild at l3-l4, mild al l4-ls, and moderate al ls-s1. 2. Central canal stenosis; mild at l2-l3 through ls-s1. 3. Minimal dextroscoliosis may be affected by positioning.. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2011: impression. There is a minimal amount of free fluid in the cul-de-sac. There is an area of heterogeneous echogenicity in t he body of the uterus measuring 2 . 7 x 2 . 7 x 3 . 1 cm probable e uterine fibroid. There is some echogenicity to the left of mid line j n the periphery of the left uterus/adnexa probable essure device; on (B)(6) 2016: impression: findings suggesting uterine fibroids. Overall technical limitations due to ultrasound penetration. 1.9 cm left ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, anemia, fatigue, anxiety, depression, abdominal pain, migraine, menorrhagia, dysmenorrhea, vaginal bleeding, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), mental anguish, blood or heart disorder/condition type: anemia, abnormal uterine bleeding were added. Pt of psychological trauma updated to depression. New reporters, patient information, lab data, medical history, concomitant and treatment drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic\ chronic/ pain'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A1507066-inv, 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wrist surgery on (B)(6) 2010, malaise, gravida ii, parity 2, hemorrhoidectomy, vaginal delivery, hand operation, tendonitis, breast operation, joint surgery and high cholesterol. Concurrent conditions included emotional distress, stress, nausea, right lower quadrant pain, diarrhea, diaphoresis, chills, ovarian cyst, uterine leiomyoma, hand pain, blurry vision, upper abdominal pain, vitamin d deficiency, chest pain, back pain, weakness, iron deficiency, hypertensive, arthritis, leukopenia, lumbosacral spinal stenosis, scoliosis, muscle spasm, influenza, fever, general body pain, hot flashes, musculoskeletal pain, pain in extremity, vomiting, photosensitivity, sinus disorder, pain in hip, hypokalemia, acute cystitis, tingling, dysfunctional uterine bleeding, slurred speech, dizziness, shortness of breath, uterine fibroids, menses irregular, drug allergy, obesity, insomnia, obstructive sleep apnea syndrome, rectal hemorrhage, syncope, edema, snoring, uti, endometriosis, follicular cyst of ovary, peritoneal adhesions, gastroesophageal reflux disease, gastroesophageal reflux disease, adenomyosis, abdominal distension, glaucoma, hematochezia, osteoarthritis and superficial gastritis. Concomitant products included ascorbic acid;calcium mefolinate;ferrous fumarate;ferrous glycine sulfate;mecobalamin (maxaron forte), cefadroxil (duricef), cefixime (flexeril), dextropropoxyphene napsilate;paracetamol (darvocet a500), doxycycline hyclate, fluoxetine hydrochloride (prozac), gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), methocarbamol (robaxin), nitrofurantoin (macrodantin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol 8 hour) and potassium chloride. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding).") And vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2011, the patient experienced migraine ("migraine") and headache ("headaches"). In january 2014, the patient experienced iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder/urinary problems: other"), depression ("psych injury/depression") and anxiety ("mental anguish"). The patient was treated with alprazolam (xanax), aripiprazole (abilify), ferrous gluconate, fluoxetine, gabapentin, hydrochlorothiazide, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on 28-jun-2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder and bladder disorder had resolved and the iron deficiency anaemia, migraine, headache, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: jan-2013, (B)(6) 2010 (discrepancy noted) per ppf received treatment for pain-pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding), migraine, headaches insertion details-a tip of coil was seen just outside the right tubal ostium. The essure catheter was removed from the hysteroscope. The same procedure was performed on the left fallopian tube and the one trailing coil was seen just outside the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: . Mobile low-lying cecum. Appendix not seen . 2 . Mild d diverticulosis left co l on . 3 . Somewhat elongated fluid col lection right side cu l - de-sac 6 . 2 cm length by 2 . 6 cm in diameter . Possibility hydro salpinx or ovarian cyst is suggested . There was minimal fluid left side -de-sac . 4. Uterine leiomyomas . Tubal occlusion wires noted .; on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: 1. There is no urethral obstruction 2. There is no bowel obstruction or acute inflammatory changes seen within the abdomen and pelvis. 3. Stable appearance of a probable exophytic fibroid seen within the right adnexa adjacent to the uterus measuring up to 5.8 cm ap. Computerised tomogram spine - on (B)(6) 2014: 1. No acute fracture or subluxation of the cervical spine. 2. Remonstrated fracture of the c4 anterior fixation screw with minimal angulation which has minimally changed from previous examination. 3. Degenerative change throughout the cervical spine most pronounced in the region of cervical fusion. Computerised tomogram spine - on (B)(6) 2014: impression: 1. Neural foramen stenosis; mild at l2-l3, mild at l3-l4, mild al l4-ls, and moderate al ls-s1. 2. Central canal stenosis; mild at l2-l3 through ls-s1. 3. Minimal dextroscoliosis may be affected by positioning.. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.. Pathology test - on (B)(6) 2014: 1. Mild normocytic anemia. 2. Very mild leukopenia; no significant left shift, circulating lymphoma, or acute leukemia identified. 3. Platelets are adequate in number.; on (B)(6) 2017: diagnosis: uterus: (hysterectomy) benign uterine cervix with squamous metaplasia, as well as cystic endo cervicitis. Proliferative phase endometrium. Sub serosal, intramural, and sub mucosal leiomyomas (0.3 x 0.3 to 7 x 5 cm). Adenomyosis.-benign right and left ovaries with multiple follicular cysts as well as simple cysts. Benign and unremarkable right and left fallopian tubes. Serosal adhesions. Ultrasound pelvis - on 08-jul-2011: impression there is a minimal amount of free fluid in the cul-de-sac. There is an area of heterogeneous echogenicity in t he body of the uterus measuring 2 . 7 x 2 . 7 x 3 . 1 cm probable e uterine fibroid. There is some echogenicity to the left of mid li ne j n the periphery of the left uterus/adnexa probable essure device; on 24-nov-2016: impression: findings suggesting uterine fibroids. Overall technical limitations due to ultrasound penetration. 1.9 cm left ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, anemia, fatigue, anxiety, depression, abdominal pain, migraine, menorrhagia, dysmenorrhea, vaginal bleeding, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2019: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic\ chronic/ pain'), genital haemorrhage ('general abnormal bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. A1507066-inv, 774387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wrist surgery on (B)(6) 2010, malaise, gravida ii, parity 2, hemorrhoidectomy, gravida ii, hand operation, tendonitis, breast operation, joint surgery and high cholesterol. Concurrent conditions included emotional distress, stress, nausea, right lower quadrant pain, diarrhea, diaphoresis, chills, ovarian cyst, uterine leiomyoma, hand pain, blurry vision, upper abdominal pain, vitamin d deficiency, chest pain, back pain, weakness, iron deficiency, hypertensive, arthritis, leukopenia, lumbosacral spinal stenosis, scoliosis, muscle spasm, influenza, fever, general body pain, hot flashes, musculoskeletal pain, pain in extremity, vomiting, photosensitivity reaction, sinus disorder, pain in hip, hypokalemia, acute cystitis, tingling, dysfunctional uterine bleeding, slurred speech, dizziness, shortness of breath, uterine fibroids, menses irregular, drug allergy, obesity, insomnia, obstructive sleep apnea syndrome, rectal hemorrhage, syncope, edema, snoring, uti, endometriosis, follicular cyst of ovary, peritoneal adhesions, gastroesophageal reflux disease, gastroesophageal reflux disease, adenomyosis, abdominal distension, glaucoma, hematochezia, osteoarthritis and superficial gastritis. Concomitant products included ascorbic acid;calcium mefolinate;ferrous fumarate;ferrous glycine sulfate;mecobalamin (maxaron forte), cefadroxil (duricef), cefixime (flexeril), dextropropoxyphene napsilate;paracetamol (darvocet a500), doxycycline hyclate, fluoxetine hydrochloride (prozac), gabapentin (neurontin), hydrocodone bitartrate;paracetamol (norco), ketorolac tromethamine (toradol), methocarbamol (robaxin), nitrofurantoin (macrodantin), oxycodone hydrochloride;paracetamol (percocet), paracetamol (tylenol 8 hour) and potassium chloride. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding).") And vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder/urinary problems: other"), depression ("psych injury/depression") and anxiety ("mental anguish"). The patient was treated with alprazolam (xanax), aripiprazole (abilify), ferrous gluconate, fluoxetine, gabapentin, hydrochlorothiazide, nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder and bladder disorder had resolved and the iron deficiency anaemia, migraine, headache, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013, (B)(6) 2010 (discrepancy noted) per ppf received treatment for pain-pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding), migraine, headaches insertion details-a tip of coil was seen just outside the right tubal ostium. The essure catheter was removed from the hysteroscope. The same procedure was performed on the left fallopian tube and the one trailing coil was seen just outside the left fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: . Mobile low-lying cecum. Appendix not seen . 2 . Mild d diverticulosis left co l on . 3 . Somewhat elongated fluid col lection right side cu l - de-sac 6 . 2 cm length by 2 . 6 cm in diameter . Possibility hydro salpinx or ovarian cyst is suggested . There was minimal fluid left side -de-sac . 4. Uterine leiomyomas . Tubal occlusion wires noted .; on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2016: 1. There is no urethral obstruction 2. There is no bowel obstruction or acute inflammatory changes seen within the abdomen and pelvis. 3. Stable appearance of a probable exophytic fibroid seen within the right adnexa adjacent to the uterus measuring up to 5.8 cm ap. Computerised tomogram spine - on (B)(6) 2014: 1. No acute fracture or subluxation of the cervical spine. 2. Remonstrated fracture of the c4 anterior fixation screw with minimal angulation which has minimally changed from previous examination. 3. Degenerative change throughout the cervical spine most pronounced in the region of cervical fusion. Computerised tomogram spine - on (B)(6) 2014: impression: 1. Neural foramen stenosis; mild at l2-l3, mild at l3-l4, mild al l4-ls, and moderate al ls-s1. 2. Central canal stenosis; mild at l2-l3 through ls-s1. 3. Minimal dextroscoliosis may be affected by positioning.. Hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.. Pathology test - on (B)(6) 2014: 1. Mild normocytic anemia. 2. Very mild leukopenia; no significant left shift, circulating lymphoma, or acute leukemia identified. 3. Platelets are adequate in number.; on (B)(6) 2017: diagnosis: uterus: (hysterectomy) - benign uterine cervix with squamous metaplasia, as well as cystic endo cervicitis - proliferative phase endometrium - sub serosal, intramural, and sub mucosal leiomyomas (0.3 x 0.3 to 7 x 5 cm) - adenomyosis -benign right and left ovaries with multiple follicular cysts as well as simple cysts - benign and unremarkable right and left fallopian tubes - serosal adhesions. Ultrasound pelvis - on (B)(6) 2011: impression there is a minimal amount of free fluid in the cul-de-sac. There is an area of heterogeneous echogenicity in t he body of the uterus measuring 2 . 7 x 2 . 7 x 3 . 1 cm probable e uterine fibroid. There is some echogenicity to the left of mid li ne j n the periphery of the left uterus/adnexa probable essure device; on (B)(6) 2016: impression: findings suggesting uterine fibroids. Overall technical limitations due to ultrasound penetration. 1.9 cm left ovarian cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:headache, anemia, fatigue, anxiety, depression, abdominal pain, migraine, menorrhagia, dysmenorrhea, vaginal bleeding, dyspareunia, pelvic pain (a1507066) is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic\ chronic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder/urinary problems: other"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract disorder and bladder disorder had resolved and the psychological trauma, migraine and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013, (B)(6) 2010 (discrepancy noted) per ppf received treatment for pain-pelvic/abdominal, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding), general abnormal bleeding), migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events abdominal pain, dysmenorrhea, dyspareunia, menorrhagia, general abnormal bleeding, psych injury, bladder/urinary problems, migraine, headaches, were added.